Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis. A corrective action was initiated to investigate the failure mode of the agilis leak.

Event description:
During a paroxysmal atrial fibrillation ablation procedure, air was aspirated from the side port. After successful access, the agilis 13fr was prepared according to IFU and was introduced into the patient over the non-abbott device (versacross wire by boston scientific). Transseptal puncture was successfully completed, and the sheath was inserted into the left atrium. The dilator was removed, aspiration was done with no air being aspirated, and a saline bag was connected and administered at 2ml per minute. The non-abbott device (farapulse catheter by boston scientific) was introduced 20-30cm. Upon aspiration, significant air was pulled from the side port. The sheath was replaced by a non-abbott device (faradrive sheath by boston scientific) and the procedure was completed with no adverse consequences to the patient.